Event description:
Van driver was transporting pt in a van approx 1.5 miles from clinic to facility. Pt was seated in a transport chair with the head of the chair toward the front of the van. The chair was restrained at 4 points by straps racked into floor. Straps were put onto metal components of the chair. During the trip, the hooks attached to the foot portion of the chair slipped off and during start up from a stoplight, the pt slipped to the floor and was very seriously injured. Pt hit his head on the floor and sustained head injuries. Pt's condition is poor, but family has requested no medical intervention. Reporting facility has revised the restraint procedure to be more secure and will request direction from the MFR for input on appropriate van transport procedures. Rptr states the part of the chair the hooks are put on are spring-type and feels the tension placed on the straps caused this to happen.